Event description:
Revision surgery- the polyethylene liner broke. The surgeon removed all parts from the first revision and replaced with djo surgical products, except the locking ring, which was replaced with competitor's product.

Manufacturer narrative:
On (B)(6) 2012 an agent reported that a revision surgery occurred after the poly broke (constrained liner). All of the parts were removed and replaced with djo surgical products except the locking ring which was replaced with a competitor's product. The original surgery performed on (B)(6) 2011 was actually a revision surgery which was investigated in (B)(4). The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows seven prior complaints against the constrained liner: four due to dislocation, two due to trauma, and one for a broken constrained liner. There were three complaints that involved this same lot number 54005414. There were six prior complaints for the locking ring; this is the first complaint for this lot number. The root cause for the revision surgery is failure of the constrained liner. Because no components were returned a definitive root cause cannot be determined. Factors that can contribute to a failure include excessive range of motion and excessive loading. There are no indications of a product or process issue affecting implant safety or effectiveness.